Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Functional check and visual inspection were conducted. The pump was missing lcd pixels and the lcd will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump rebooted at power up and had an error 1720 during testing. There was no patient involvement.